Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far-field r-wave oversensing. Technical services (ts) was consulted, and programming recommendations were provided. No adverse patient effects were reported. This product remains in service.